Event description:
During pta of a heavily calcified, in-stent restenosis in the left sfa, the balloon ruptured during its third inflation at five atmospheres. As the physician attempted to remove the ruptured balloon, resistance was encountered. The physician increased the force of his pull-back, and the balloon catheter shaft broke. The distal part of the balloon catheter remained in the sheath, and was retrieved as a unit with the sheath introducer. There was no adverse consequence to the pt. The MFR of the restenosed stent is unk, and as per the reporting affiliate, the size and MFR of the catheter sheath introducer was not recorded. The product has been returned for eval and testing; however, the engineering eval has not been completed. Add'l info will be submitted within 30 days of receipt. A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan.